Event description:
Rptr alleged discrepant blood glucose results with the customer's advantage sys of 425 mg/dl compared to the dr's measurement of 148 mg/dl, when testing was performed <10 mins apart. Customer stated a retest was performed afterwards of 395 mg/dl on the customer's advantage sys compared to a reading of 151 mg/dl on the dr's meter performed < 10 mins apart. The testing was performed at the dr's office, however, the reason customer was having glucose tested at that location was not provided. No actions were taken or treatment rec'd reportedly. A request was made for the return of the suspect device and replacement prod was sent.